Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: there were two cases with vault dehiscences in a short sequence. It was characteristic of both cases that they developed several months after surgery. One of those patients had chemotherapy for breast cancer. Another two of those delayed had vault dehiscences. In one case the patient had a tlh 6 months ago. 2 months after surgery, she was examined and her ve had shown a completely intact vaginal vault. Four months later, the patient presented with a total vault dehiscence. The patient presented to another hospital with omentum eviscerating from her vagina. The patient required a laparotomy, involvement of an urologist and a general surgeon, omentectomy and vaginal vault closure. Another patient who had a tlh in (B)(6) presented with a vault dehiscence in (B)(6). (B)(4) were opened to capture the first two vault dehiscences mentioned by the doctor in his blog. (B)(4) will capture the patient who underwent chemotherapy prior to the procedure. (B)(4) were opened to capture the third and fourth issues mentioned. (B)(4) will cover the patient with evisceration and (B)(4) will cover the patient with the tlh.